Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. Stryker determined the main keypad was the cause of the reported issue. After replacing the main keypad and other completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device keypad was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.